Event description:
A low reading issue with the abbott diabetes care (adc) device was received via email. The customer was feeling unwell and had been vomiting, leading them to call for an ambulance. When the paramedics arrived, they obtained a sensor scan result of 6.4 mmol/l using the adc device. In comparison, a healthcare professional's meter displayed a reading of 22 mmol/l. When plotted on a parkes grid, these results fell into the "c" zone, indicating that the difference in values was clinically significant. The length of sensor wear is unknown, and it is unknown whether the patient observed a trend arrow on the device. It is unknown whether the patient observed a trend arrow on the device. It is unknown if the customer received any treatment a follow-up report will be issued if additional information becomes available. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as the customer did not respond to requests by adc for device return. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. A valid serial number has not been provided, therefore no DHR review is possible. Shelf-life studies, clinical studies and product monitoring, and dose audits were performed during product development and market performance continues to be monitored via stability, clinical trials, and product monitoring/dose audits as a part of on market performance monitoring process. Trip trend is not established. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. No further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. The device mfg. Date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. A valid serial number has not been provided, therefore no DHR review is possible. Shelf-life studies, clinical studies and product monitoring, and dose audits were performed during product development and market performance continues to be monitored via stability, clinical trials, and product monitoring/dose audits as a part of on market performance monitoring process. Trip trend is not established. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. The device mfg. Date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. Adc received additional information from the reporter (hcp) regarding the reported event. The following sections were updated per the additional information received: b5 - describe event or problem. B7 - other relevant history. H6 - adverse event problem. Additionally, corrections have been made for the following sections: e3 - occupation. G2 - report source. H11 - additional mfg narrative. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue with the abbott diabetes care (adc) device was received via email. The customer was feeling unwell and had been vomiting, leading them to call for an ambulance. When the paramedics arrived, they obtained a sensor scan result of 6.4 mmol/l using the adc device. In comparison, a healthcare professional's meter displayed a reading of 22 mmol/l. When plotted on a parkes grid, these results fell into the "c" zone, indicating that the difference in values was clinically significant. The length of sensor wear is unknown, and it is unknown whether the patient observed a trend arrow on the device. It is unknown whether the patient observed a trend arrow on the device. It is unknown if the customer received any treatment a follow-up report will be issued if additional information becomes available. There was no report of death or permanent impairment associated with this event. The following additional information is being provided in this report: abbott diabetes care (adc) received the following additional information from the reporter: the customer was treated by paramedics with IV fluids, and transported to the ER. The customer's ketones were measured at 7.3 mmol/l, and ondansetron was administered for nausea and an insulin infusion (dose/type unknown) was initiated for a diagnosis of diabetic ketoacidosis. There was no report of death or permanent impairment associated with this event.